Event description:
The customer reported erroneously elevated sodium (na) results, for two patients, involving the unicel dxc 600 synchron system. Patient #1 obtained an initial result of 151 mmol/l. Patient #2 obtained an initial result of 151 mmol/l. The erroneous results were released out of the laboratory and questioned by the physician. Subsequent analysis of the samples, on an alternate instrument, recovered lower results; patient #1 recovered a result of 140 mmol/l. Patient #2 recovered a value of 142 mmol/l. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc) was within range at the time of the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered buildup in the top of the electrolyte injection cup (eic). The quad ring and spacer were cracked and the waste valve was not functioning. The fse replaced the eic assembly. The fse also observed buildup in the flowcell, causing poor flow through the unit. The fse cleaned the flowcell and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications.